Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited a decrease in pacing lead impedance measurements from 1200 ohms to 600 ohms remaining within normal limits. As a result, programming enhancements were performed. Subsequently noisy signals on the rv lead were observed. In addition, high capture thresholds were noted. Therefore, lead revision was recommended. This pacemaker was explanted and has been returned for analysis. No additional adverse patient effects were reported.